Event description:
Info rec'd indicates the brake pedal will go into position, but the brake does not lock.

Manufacturer narrative:
The issue was isolated to a broken brake detent mechanism. The brake detent mechanism was replaced to repair the bed.